Manufacturer narrative:
H10. Additional manufacturer narrative: the device was returned for evaluation and customer report of calcific degeneration, stenosis, leaflet immobility and thickening were confirmed through observed calcification. Report of regurgitation was confirmed through observed rolled leaflet from host tissue overgrowth. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 1 on the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 9mm on leaflet 1 on the outflow aspect. The free margin of leaflet 1 was rolled towards the outflow aspect from host tissue overgrowth and created a gap in the central coaptation region. Host tissue fused leaflets 1 and 2 by approximately 2.5mm at commissure 2 on the outflow aspect. Host tissue on the stent circumference was heavy on inflow aspect and minimal on the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the available information, the root cause of the event remains indeterminable but was was likely impacted by patient related factors and the progression of the patient's underlying valvular disease pathology. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was returned for evaluation. The evaluation is anticipated but has not yet begun. A supplemental report will be submitted upon completion. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required.

Event description:
Edwards received notification that a 27mm pericardial mitral was explanted due to calcific degeneration leading to severe stenosis and moderate regurgitation with leaflet immobility and severe thickening after an implant duration of 5 years and 2 months. This (B)(6)-year-old patient got breathlessness few weeks before. On echo mitral valve had 0.7 cm2, peak gradient 28 mmhg and mean gradient 32 mmhg. The mitral valve was explanted and a non-edwards valve was implanted as replacement. Also a tricuspid annuloplasty was performed. Post-operative stay was uneventful. Patient discharged on pod+7.